Event description:
The novasure device was introduced into the uterine cavity and seated appropriately. The physician noted a leak. The leak was found in the tubing proximal to the device. Device was changed out for a new device. Although the second device did not leak, the assessment still failed.